Manufacturer narrative:
The correct serial number associated with this case is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump is not working correctly. The reporter stated that the patient's blood glucose (bg) levels have been high on the pump. The reporter stated that when the patient went off the pump and went on injections her bg levels regulated. The reporter was not able to troubleshoot at the time of the call as they were not at home. Customer support instructed reporter to call back when they are able to troubleshoot. There was no additional information at the time of this report. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed to the blood glucose incident.